Manufacturer narrative:
A complete analysis and testing of the unit showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer's blood glucose was 410 mg/dl. Caller stated that the sensor was alarming incorrect readings and sensor error. Nothing further was reported.